Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to verify low battery alert due to blank display. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump display screen went blank after changing the battery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the display did not return before and after having the battery out for 10 minutes. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.